Manufacturer narrative:
Evaluation of the returned sample confirmed that the metal safety cover did not properly cover the introducer needle point. Close examination determined that the metal component had been damaged such that the guard cover was partially misaligned. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with some unusual force being applied to the safety cover during use causing it to become misaligned. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when taking out inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a staff member incurred a needle stick following use of the device on a patient with hcv infection. The following information was obtained: the safety cover did not engage when the nurse attempted to cover the needle following use; the staff member did not properly discard the needle which resulted in a needle stick; and the nurse underwent medical treatment as a result of the event.